Manufacturer narrative:
Previous medwatch submission noted rupture. Healthcare professional reported that device was found intact upon explant.

Event description:
Healthcare professional later reported "intact implant and thickened capsule". This record is for the right side. Device was explanted. Previous medwatch submission noted rupture. Healthcare professional reported that device was found intact upon explant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Healthcare professional reported "rupture and capsular contracture baker grade iii". This record is for the right side. Device remains implanted.

Event description:
Healthcare professional reported "rupture and capsular contracture baker grade iii". Healthcare professional later reported "intact implant and thickened capsule". This record is for the right side. Device was explanted. Previous medwatch submission noted rupture. Healthcare professional reported that device was found intact upon explant.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Rupture: not observed openings during the analysis. Additional observations: no other observation observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.